Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as august 26, 2019 but should have been september 22, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: investigation site: customer quality (cq) zuchwil. Visual inspection: upon visual inspection of the complaint device it can be seen that the instrument has some signs of usage (scratches). Otherwise, the part is in a good condition. Functional test: an internal functional test with the returned parts was performed. The returned instruments passed the functional test successfully. The insert-handle and the connection screws could be attached and detached to the nail as intended. Dimensional inspection: as the instrument is fully functional, the complaint is unconfirmed and no further investigation will be done, as dimensional evaluation. Document/specification review: drawings and revisions are in accordance to DHR of production lot u210481. All relevant features are defined on the used drawing revisions of DHR of production lot u210481. Summary: based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that possibly an insufficient connection, or not exactly following the surgical technique steps, could have contributed to the complained issue. Since the reported occurrence could not be reproduced, we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part number: 03.010.404, synthes lot number: u210481, supplier lot number: n/a, release to warehouse date: 22oct2014, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review : review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d10 d11 h3 h4 h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was an issue with loosening the connection screw attached to the most proximal end of the nail when the surgeon wanted to dissemble the percutaneous instrumentation (the insertion handle and connection screw within the handle). The surgeon could not turn the screw at all when the first nail was implanted. He then took the nail out with the instrumentation still connected to inspect it. When visualized the insertion handle seemed to be 'chipped' and one (1) of the 'teeth' that engages the nail was broken. Another nail was tried using the same instrumentation, as there is no other insertion handle on the set or in the state to use, (2 loansets nationwide and the other was in melbourne). The same issue occurred but the surgeon and his assistant were able to disconnect the connection screw with a sever amount/excessive force. The surgeon used these plus the respective protection sleeve/drill sleeve through the aiming arm for screw insertion at the proximal end of the nail. For the distal locking only the 4.3 drill bit was used and the depth gauge with the t25 screwdriver for screw insertion. He also revised a distal tibia plate in the same case but that was completely different instrumentation that did not affect the tibial nail. The patient obtained an infection the next week. A revision surgery was performed on may 9, 2019 where the 1 x 5mm cancellous screw was replaced with another 5mm cancellous screw 40 mm (04.015.530) at the proximal portion of the nail/tibia. He then performed a washout. Concomitant devices: screwdriver: part number: 03.010.092441 aiming arm: part number: 03.010.441 protection sleeve: part number: 03.010.438s lot h830081

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgeon was performing a tibial nail procedure with synthes expert tibial nail with the synthes suprapatellar instrumentation. When the nail was chosen (10 mm diameter x 300mm long etn) the scrub nurse assembled the insertion handle and connection screw along with the nail. It was securely fitted on with the aiming arm lined up with the protection sleeves and proximal screw holes. Once the nail was inserted, it locked proximally to place an end-cap before locking distally. When he tried to remove the connection screw with the ball point 8mm screwdriver, he was unable to turn the screw. Because of this he had to remove this nail entirely, taking out the nail with the insertion handle still attached. He then proceeded to use a longer nail to avoid using an endcap. The surgeon was able to unscrew then screw the connection screw for both nails when outside of the patient. He inserted the new nail, locked proximally and had the same issue with unscrewing the connection screw. The surgeon did manage to unscrew it but stated it was on the verge of breaking the screwdriver. Revision was performed for distal tibia and insertion of suprapatellar expert tibial nail. There was a surgical delay of one hour. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1), unknown aiming arm (part # unknown, lot # unknown, quantity # 1), unknown protection sleeve (part # unknown, lot # unknown, quantity # 1). This report is for one (1) cann connecting scr f/ percutan instruments for nails-ex. This is report 4 of 4 for (B)(4).